Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown d4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated in the report that air was leaking from the cuff while the device was in use on the patient. The sample was available for investigation. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6. Codes: updated. One device was received for evaluation. Under visual inspection the device appeared to be in good condition. A functional inflation test was performed, and it was confirmed that after twelve hours the cuff was still fully inflated. Based on results of testing the reported failure was not observed. A device history record (DHR) review could not be performed as the lot number was unknown.